Manufacturer narrative:
System: a medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, at which point the system functioned as intended. Controller 9735824, em s8. Svc: the returned controller was analyzed, and it was found that the reported problem could not be duplicated. The controller was connected to a test system for a multi-day burn-in test. The controller functioned normally without failure. It is fully functional, no failures were found. Codes are applicable. Em intfce 9735825 s8 em instr intfce: the returned em interface was analyzed, and it was found that the reported problem could not be duplicated. The em interface unit was connected to a test system for a multi-day burn-in test. The em interface functioned normally on all six ports without failure. No failures found. Codes are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a plastics procedure. It was reported that the site was receiving an instrument faulted message on their system. The user stated that they had tried multiple instruments in multiple ports. Technical services (ts) requested for the system to be rebooted and confirm what leds are showing on the breakout box. Ts also requested for the site try a different breakout box. There was no impact to the patient. It was reported that the screen showing instrument faulted is the suspected cause of the issue. The procedure was a maxiofacial plating procedure. To troubleshoot, the site tried rebooting, swapping instruments, swapping the tracker, and swapping the breakout box. The resolution to the issue was to bring in a second system. Navigation was not aborted. There was a delay to the procedure of 10 minutes.

Manufacturer narrative:
E1 additional information: initial reporter provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot :(B)(6). H3, h6: when refurbishing the returned em interface, it was found that it failed a ground bond test. A cut was also identified 23 inches from the connection to the box.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h6: regarding the analyses for products controller 9735824 em s8 svc and em intfce 9735825 s8 em instr intfce, the previously reported codes 3221 and 4315 are incorrect. The correct codes are 213 and 67. Code 10 is still correct and applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.